Event description:
It was reported that the device was at the elective replacement indicator. When this indicator was reset, the impedance readings on both leads were high. The device was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that battery depletion indicated was indicated. Eri: battery voltage of 2.18 v and eri tripped on (B)(4) 2010. Analysis of the device confirmed the high current drain condition was the result of high current leakage internal to the ceramic capacitor.